Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked reservoir tube lip and scratched display window.

Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose. Caller stated that the customer's blood glucose reading at the time of hospitalization was 410 mg/dl. Caller stated that the customer's insulin pump was delivering the correct amount. Caller stated that the customer delivered 5 units and only got 1 unit of insulin. Nothing further was reported.